Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: one side of the dovetail feature is compressed and the other side is raised; indicating that the articular surface did not slide under the tibial plate. If the articular surface is not correctly orientated with the tibial plate and the inserter instrument is utilized to secure the articular surface, it will create indents on the dovetail of the articular surface similar to the indents seen on the returned implant. Cause cannot be definitively determined. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the articular surface would not seat. The surgeon implanted a size larger.